Event description:
The customer reported elevated, non-reproducible creatine kinase-mb (ck-mb) results, above normal clinical reference range, for two pts, involving synchron lxi 725 system. This report refers to pt number one. The elevated result was released out of the laboratory and questioned by the physician. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed high sensitivity (hs) system check and routine hs system check, both were within system specifications. The fse verified system hardware, no issues were noted. The unit conformed to the manufacturer's specifications. Pt samples were collected in 13x75 mm bd lithium heparin plasma tubes. Sample centrifugation was performed for three minutes in a statspin express centrifuge. Quality control (qc) was within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(4) 2009, which passed within system specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01/2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-04487.